Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 865 mg/dl. The customer was treated with intravenous saline and insulin and was released from the hospital on (B)(6) 2024 with the reported issue resolved. Reportedly, the cause for the reported issue was due to the pump not being charged and subsequently shutting down. Pump system check was performed and verified the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.